Manufacturer narrative:
This medwatch report reflects 9 initial events and 23 supplemental events summarized as part of exemption number e2013035. If additional information is received, follow-up reports will be submitted to the FDA.

Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve reportable deaths or malfunctions. These allegations were received by intuitive surgical, inc.(isi) between january 2, 2016 - march 31, 2016. For those claims where procedure dates are provided, the dates range from (B)(6) 2010 - (B)(6) 2015.